Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/11/2024. H6 component code: g07002 no device problem found . H6 component code: c22 - photo analysis. H3 investigational summary: the product was returned to ethicon for evaluation. One detached needle and one suture outside its packaging were received for analysis. Product code 8635g. Additionally, a photo was provided, and with the same condition as the received sample. During the visual inspection of the detached needle, the hole and swage area were noted with tool marks probably caused by a surgical instrument. In addition, it was noticed that the end needle was crushed. The received suture was inspected, and the extremes were noted to be cut and damage (crimping marks) were noted near the swage area probably caused by a surgical instrument. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: was there any adverse consequence associated with the patient? No. How the procedure was completed? Use back up product. Please clarify if this file is duplicate of file (B)(4) (both files contain the same attachments) yes, because sales rep key wrong hospital name so she recreated with the correct hospital name this report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that the needle was to be damaged during use in operation case. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/31/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 2. Was there any adverse consequence associated with the patient? 3. How was the procedure completed? 4. Please clarify if this file is duplicate of file (B)(4) (both files contain the same attachments). 6. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). 6. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Additional information was requested, the following was obtained: 1. Please clarify the device issue when opened for using, the needle was split. The following information was reported: was surgery delayed due to the reported event? Unknown. Was procedure successfully completed? Yes. Were fragments generated? Unknown. If yes, were they removed easily without additional intervention? Unknown. Patient status/ outcome / consequences: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown. Is the patient part of a clinical study: unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.